Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n429631, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. (B)(4)

Event description:
Information was received from a consumer in regards to a patient who was being treated with baclofen intrathecal (5000 mcg/ml; 66.56 mcg/day) and morphine intrathecal (5.0 mg/ml; 0.6656 mg/day). The lot numbers, manufacturer/type, and other medication taken at the time of event were not reported. The patient's indication for pump use was intractable spasticity and movement disorders. It was reported the catheter had come loose. The pump moved, and came loose where it was attached. The patient originally reported this occurred (B)(6) 2015, however later reported it occurred in (B)(6) 2015. In (B)(6) 2015, the pump was on the right side and one end was jabbing into their stomach when the patient bent. They had to take patient under fluoroscope to find the port. The pump was reported to be out of position. The patient had a pump replacement (B)(6) 2015. The patient reported the hcp did not fasten the pump securely. The diagnostics and actions/interventions were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.